Event description:
Pacific orthopaedic implants was notified on 8/21/92 by medical center of an incident involving an osteonics product. Hospital reports that an osteonics universal head was involved in a hip dislocation. Pacific orthopaedic implants notified the osteonic corporation and have forwarded the subject implant to them. Osteonics has submitted a medical device report date 8/27/92device labeled for single use. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.